Event description:
Customer reportedly obtained a result of 120 mg/dl on the device while a comparison lab returned as 300 mg/dl. No action was taken based on the device result. No adverse event reported. Requested return of suspect device and replacement was sent. Customer did not indicate where the comparison was performed. Device: strip lot 549526.